Manufacturer narrative:
Root cause: the raw material sponge is supplied to deroyal by (B)(4). Therefore, a supplier notification letter was issued to (B)(4). In a response to the letter, (B)(4) indicated a root cause of product misuse. The marketed intended use of the dissector is as follows: "dissection of soft tissue during surgical procedures." Use of the product as an applicator for "bone wax" or any other substance is considered misuse. Corrective action: a corrective action has not been taken at this time due to the root cause. Investigation summary: an internal complaint ((B)(4)) was received reporting that bone wax was not sticking to round hard dissector (part number 23275-440) and the dissector was falling apart in the patient. Representative samples were returned and no issues were found. Inventory inspection was performed and samples from the inspection were stuck to a wrap to try to recreate the failure mode. However, the failure could not be recreated. A lot number was not provided in the initial report. However, the samples received showed a lot number of 42524753. The device history record for this lot number was reviewed and no issues were identified when this work order was produced. The complaint log was reviewed and no related reports were found. (B)(4). During this time period, no similar complaints have been received. The raw material is sponge is supplied to deroyal by (B)(4). Therefore, a supplier notification letter was issued to (B)(4) and a response was received may 19, 2017. Preventive action: trending about this issue will be monitored. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
Bone wax will not stick to dissector well and it is falling apart while in patient.